Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 10/20/2025, it was reported that the patient¿s wearable failed at an unspecified time. Around 8pm that same day, the patient became sweaty and eventually lost consciousness. The patient stated she believed her omnipod insulin pump had given her ¿too much insulin¿, however, no further information on this was provided. The patient also had not done any bg meter readings after the wearable had failed. The patient¿s husband found her unconscious and treated her with baqsimi (nasal glucagon). Approximately 10 minutes after treatment, the patient felt better. It was not confirmed whether the patient sought assistance from a higher level of care. Attempts to reach the patient for further event clarification were unsuccessful. The patient was ¿okay¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.